Event description:
It was reported to nova biomedical that a consumer experienced a hyperglycemic event requiring medical intervention and hospitalization. During the call to customer care it was revealed that the consumer was experiencing problems with their medtronic insulin pump not delivering insulin. This information was also reported to medtronics by the consumer for inclusion in their complaint system. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation because this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.